Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the device was received with a cracked case at the display window corner, scratched reservoir tube window and a cracked belt clip slot.

Event description:
Customer reported a receiving no delivery alarms three nights in a row. He also reported receiving a motor error alarm during a basal delivery. Customer's blood glucose was 400 mg/dl. He had treated his high blood glucose with a manual injection of 9 units of insulin. He also reported that he was able to completely rewind his insulin pump. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back up plan. No additional info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).